Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had allowed the battery to deplete as they preferred to utilize manual injections for therapy. The pump was connected to a power source and left on the charger but remained off. There was no patient involvement, as the pump was not being used on the patient at the time of the event. Multiple attempts were made by tandem technical support to gather further information, however no response was received.